Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic pericardial mitral valve, implanted for 11 years and four (4) months, was treated with balloon valvuloplasty due to mitral stenosis. The surgeon felt that the patient have an anatomy that would make tmvr challenging given that the patient had a non-edwards valve and narrow lvot. The surgeon felt there was a high risk of pregnancy loss with surgical mvr. The scheduled implantation of an edwards transcatheter valve was not performed due to assessed risk of lvot obstruction. The surgeon offered to do balloon valvuloplasty. The balloon valvuloplasty was performed under rapid pacing. This reduced the gradient to 11mg and there was no change in the degree of mitral regurgitation. The right heart catheterization showed no evidence of significant shunt although there was some evidence of left to right shunt observed on tee. As such, the surgeon elected not to pursue further balloon inflations. The balloon valvuloplasty resulted in mean gradient dropping from 24mmhg to 8mmhg. The patient was transferred to the cicu for further care. The patient was discharged home in good condition pod #1.